Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: only the event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital of (B)(6) university school of medicine manufacturing location: supplier ¿ tecomet / inspected, packaged and released by: monument release to warehouse date: 12-feb-2020. Part number: 421.535, ti low prof neuro contour mesh 200mm x 200mm/0.6mm rigid. Lot number: 24p2670 (non-sterile). Lot quantity: 15. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming inspection I / final inspection 421fi535 rev g met all inspection acceptance criteria. Certificate of conformance supplied by tecomet dated 30-jan-2020 was reviewed and determined to be conforming. Packaging label log (pll) lm rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 22006, ti2***si.60 lot number: 10l0541 lot quantity: 530 lbs. Material certification supplied by supra alloys dated 29-may-2019 was reviewed and determined to be conforming. Lot summary report dated 28-aug-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient experienced mesh breakage post-operatively on an unknown date. The patient received cranioplasty in the first hospital of zhejiang province on (B)(6) 2021. Then, it was found that the titanium mesh was broken post-operatively. However, the observed date of the titanium mesh breakage was unknown. Date of revision surgery is also unknown. No further information is available. This report involves one ti low prof neuro contour mesh 200mm x 200mm/0.6mm rigid. This is report 1 of 1 for (B)(4).